Event description:
It was reported through a legal event that a 45 year old male patient had hernia repair surgery on or about (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot # s10945-273; ref # (B)(4). After surgery, the patient returned to the hospital on or about (B)(6) 2021, for a revision surgery and additional mesh was implanted. No other information was reported. There is no allegation or occurrence reported after the second device was implanted therefore an additional record will not be opened.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s10945 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2023, of the 253 devices released to finished goods for lot s10945, 219 have been distributed with 154 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.